Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for a mild heart attack and high blood glucose of 829 mg/dl. The customer was feeling awful and was experiencing chest pains. Troubleshooting was performed. The customer's most recent glucose reading was 392 mg/dl. The customer was treating the high glucose level with the insulin pump. The time, date, and programming on the insulin pump were correct. Ran a fixed prime test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.